Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Due to reports of similar issues for this product we have opened CAPA 2024-005 to further investigate the reported issue. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00238 was submitted for the first device involved in this event. Additional info: the date of the event is unknown.

Event description:
It was reported that the pruitt f3-s shunt balloon ruptured after inserting into common carotid during a carotid endarterectomy procedure. The issue occurred with two pruitt f3-s shunts on two different procedures. No injury was reported to the patient. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00238 was submitted for the first device involved in this event. Additional info: the date of the event is unknown.